Event description:
It was reported that during a vena cava filter placement procedure via right femoral vein, the propeller got stuck and failed to advance. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one denali femoral delivery system was returned for evaluation. The pusher catheter was inserted into touhy adaptor and storage tube. The filter was not seated correctly inside of the storage tube and was partially exposed from the distal end. The filter was pushed out of the storage tube using the pusher catheter. Skiving was noted to the storage tube due to advancement issue. The pusher wire was noted to be detached from the pusher catheter and not returned. No functional testing was not performed due to the condition of the returned device. Based on these findings, the investigation is confirmed for the reported advancement issue as the filter was received inside the storage tube and skiving was noted to the storage tube. The investigation is also confirmed for the identified detachment issue as the pusher wire was noted to be detached from the pusher catheter and not returned. A definitive root cause for the reported failure to advance and identified detachment of device or device component issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2025).